Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar placement procedure was performed under local anesthesia on (B)(6) 2024. During the procedure, the patient experienced minor pain. Subsequent image scans revealed a misplacement of the hydrogel. The patient's current condition has been reported as stable.